Event description:
It was reported that following an ablation procedure the right ventricular (rv) lead had low r waves. The physician decided to do a lead revision to move the lead. During the revision, the helix was retracted but would not extend after many turns of the rotation tool. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).